Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. (B)(6).

Event description:
It was reported that the patient stated he was having trouble with the implanted pacemaker. The patient stated the implant was moving around and felt could touch the back of the implant. No intervention was performed. No patient symptoms were reported.

Event description:
Additional information received noted that the patient presented remotely on (B)(6) 2020 via a transmission. From the transmission, the patient felt the pacemaker moved and could feel the device. Since the device was still working properly and no other complaints or adverse events were noted, the physician and nurse elected a clinical follow-up was unnecessary. The patient was stable.